Event description:
Device malfunction; unable to attach exchange sheath to clip applier. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the exchange sheath was inserted into the patient anatomy, the sheath hub would not lock into the clip applier. The device was removed, and hemostasis was achieved using manual compression. There were no adverse patient sequelae reported. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.